Event description:
Facility reported "home pt had a catheter extension put on their catheter by the hosp nursing staff. The o-ring on the adapter was damaged, so the nurse put a new catheter adapter on. Within a week, the adapter fell off. A new adapter was put on and fell off as well within a week. Pt given antibiotics ancef 1 gram and then 300 mg clindamycin as a precaution." No pt ill effect. Facility returning sample to reynosa for eval. Medwatch filed on the medical intervention.